Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 would not insert in the cannula. No water-resistant lubricant was used. The jaws were closed during the insertion. They used another vh-4000, it worked fine. No harm to patient except additional time to set up another vh-4000.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/25/2023. An investigation was conducted on 05/31/2023. A visual inspection was conducted. The harvesting device was returned outside the cannula. Signs of clinical use and evidence of blood was observed on the cannula handle. There were no visual defects observed on either the harvesting device or the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- tool" was not confirmed. The lot # 3000308641 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.